Event description:
Endophthalmitis (eye infection nos). A nurse reported that two pts developed endophthalmitis within the past two months after the use of healon during an unspecified procedure. This is the report of the second pt and report that staph epidermis was present in both pts. Further info was not provided. The info provided in case is insufficient for a proper causality assessment. However healon is released after specific quality controls that excludes the likelihood of infective material being present in the contents of the vial it is supplied. It appears not to be a batch related issue as there are no other similar reports than in the two cases reported from the same source. Based on the info received it is unlikely that healon is the causative factor for the endophthalmitis.

Event description:
A nurse reported that wo pts developed endophthalmitis within the past two months after the use of healon during an unspecified procedure. This is the report of the second pt. Nurse reported that staph epidermis was present in both pts. Further infow as not provided. The nurse reported that the pt developed endophthalmitis in 10/2002 after receiving healon gv (lot#5044550), not healon. This case will be voided and replaced by MFR#9610566-2002-00014. This case was re-entered under argus MFR#200212178us. Endophthalmitis can occur in an acute or a chronic form after cataract surgery. It is characterized by ciliary injection, conjunctival chemosis, hypopyon, decreased visual actuity, and ocular pain. The acute from generally develops within 2-5 days of syrgery and has a fulminant course. Common etiologic organisms are gram-positive, coagulase-negative micrococci, staphylococcus aureus, streptococcus species, and enterococcus species. Chronic endophthalmitis is caused by organisms of low pathogenticity, such as propionibacterium acnes or staphylococcus epidermidis. It typically is diagnosed several weeks or longer after surgery. Signs include decreased visual acuity, chronic uveitis with or withour hypopyon formation. Treatment of endophthalmitis consists of culturing aqueous and vitreous aspirates, followed by administration of intravitreal, topical, and subconjuncrival antibiotics. The info provided in case is insufficient for a proper causality assessment. However healon is released after specific quality controls that excludes the likely hood infective material being present in the contents of the vial it is supplied. It appears not be a batch related issue as there are no other similar reports than in the two cases reported from the same source. Based on teh info received it is unlikely that healon is the causative factor for the endophthalmitis.